Manufacturer narrative:
(B)(4).q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
Pump was infusing 1/4 nss with heparin through PICC line without any problem. The IV was changed to har and line occlusion started, line flushed, bifurcated tubing changed and pump changed, continue with occlusion separated hal and started IV infusion via piv pump treatment information:unk. Type of drug:unk. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, though no details provided. Death / serious injury: no.

Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: occlusion during heparin infusion.